Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on aviva system 1, 130 mg/dl on aviva system 2 within 10 minutes. Caller reported a separate comparison of blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on aviva system 1, 150 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.